Manufacturer narrative:
The foreign user facility did not submit a user facility report to the manufacturer. (B)(4). Peri-arrest. (B)(4). The following information concerning the evaluation of the device is a summary of the information provided by our distributor carefusion (B)(4). The carefusion (B)(4) field service tech elevated the device, verified the complaint and determined that the root cause of the reported event was that the device was out of calibration. Carefusion (B)(4) field service tech ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. The carefusion (B)(4) field service tech reported that the device has had nearly 3,000 hours of use. The 3100a operators manual states that "a calibration must be performed at least every 2,000 hours or when a discrepancy is noticed." As the device was noted to have nearly 3,000 hours of use the device was past due for a 2,000 hour calibration. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following description of the event was copied from a (B)(4) report from the (B)(6) reported to the distributor in the (B)(4) relayed to carefusion (B)(4) and relayed to carefusion (B)(4) via email. "Hfo dropped from a delta of 60 to 40. Hfo started to vibrate severally and delta p was observed to be wandering. Patient desaturated and peri-arrest. Patient removed from hfo and hand bagged. Adrenaline administered to the patient. Medical engineering found the hfo delta p to be wandering after an initial period of approximately one hour of running."